Event description:
Device malfunction: filter migration. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that after successfully deploying an xact stent in the internal carotid artery, the emboshield nav6 filter was observed to have moved proximally through the implanted stent and into the common carotid artery. After an unsuccessful attempt to collapse the filter into the retrieval catheter, the open filter, retrieval catheter and guide wire were removed successfully as one unit through the non-abbott 6f sheath. There was no reported damage to the implanted stent. Another guide wire was inserted and the post dilatation was completed. There was no adverse pt effect. Though requested, add'l info was not provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.